Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 950mg/dl. Customer mentioned that the end cap sticker came off. Customer was advised that the device would be replaced. No further details given.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with missing endcap sticker, cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window, and minor scratches on the display window noted.